Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Two implants placed the same day, 33 failed, 43 is good osseointegrated. The patient wears a mandibular implant denture, a new hybrid denture on 2 support implants is planned.